Event description:
It was reported that during an angioplasty procedure, the device allegedly ruptured at 6atm upon inflation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during an angioplasty procedure through minimal calcified tissue in femoral artery, the device allegedly had pinhole rupture at 6atm during inflation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the initial MDR was inadvertently submitted with a g3 date of 03/08/2022. The correct g3 date is 03/14/2022. H10: b5, d4 (expiry date: 05/2023), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.